Manufacturer narrative:
Device evaluation visual inspection: the hawkone was removed from the bag and inspected. The distal assembly showed the cutter retracted back into the cutter window. A bend/dent to the coiled housing was observed approximately 1.5cm distal the cutter window. It should be noted tissue was noted distal the cutter, where the bend was observed. Tissue was noted within the flush mouth of the distal assembly. Blue fibrous material was noted on the catheter torque shaft. The characteristic of the fibers indicated they likely originated from a blue cloth. No other damages or anomalies were noted. The handle body was detached and fractured. Functional testing: the handle body was reconnected by twisting the component back on. The cutter driver was powered on and thumb switch advanced. The cutter driver powered on and activated as intended. The cutter stopped at approximately 1.5cm distal the cutter window, where the bend was noted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician used a hawkone h1-m device with a non-medtronic 6fr sheath and a 7mm spider fx device during treatment of a lesion in the patient¿s mid distal superficial femoral artery (sfa)/popliteal artery of diameter 6-7mm. No tortuosity and slight calcification were reported and the target lesion was described as calcified plaque. The IFU was followed and the device was prepped without issue. The lesion was not pre-dilated. Severe resistance was observed on the second advancement of the device. The physician observed that the mid section of the nosecone was ¿pinched¿ and would not pack past half way. A new hawkone was used to complete the procedure. There was no patient injury reported.

Manufacturer narrative:
Additional information: the hawkone was used to treat a cto. The device was safely removed from the patient with the cutter inside the housing. Mid cutter nosecone crimped, preventing packing further tan 1/4 into nosecone, looks like the nosecone was externally smashed or damaged, crimping the mid-nosecone. If information is provided in the future, a supplemental report will be issued.